Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely inadvertent handling during sheath removal caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during prep of the 2.25x12 mm xience sierra stent delivery system (sds), the stent was noted to have been dislodged from the sds. There was no resistance removing the sds from the dispenser coil. The device was not used and there was no patient involvement. A new, same size xience sierra was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.